Event description:
Reportedly during patching of the left carotid, reoperation was required due to the suture breaking causing unexpected bleeding. Complicated course without neurology but with long term its.